Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with button error alarm due to corroded keypad traces. Device had cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, the keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was 576 mg/dl at the time of incident. Troubleshooting explained the alarm and the possible causes. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details provided.